Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: expiry date: 01. Nov. 2029. Part: 04.168.000s. Lot: 30p4214. Manufacturing site: (B)(4). Release to warehouse date: 10 dec. 2019. A manufacturing record evaluation was performed for the finished device with lot number 30p4214, and no non-conformances were identified. Event occurred on an unknown date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction and internal fixation (orif) surgery for femoral neck medial fractures by using the femoral neck system (fns) implants. It was not reported how the surgery was completed. After the surgery, it was confirmed on (B)(6) 2020 that cut-out had occurred with the patient. Reoperation was scheduled on (B)(6) 2020, in which the fns implants will be removed and either bipolar hip arthroplasty (bha) or total hip arthroplasty (tha) will be applied to the patient. Reoperation was completed on (B)(6) 2020. No further information is available. This complaint involves four (4) devices. This report is for one (1) femoral neck system plate 1 hole - sterile. This is report 1 of 4 for (B)(4).